Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery via tka for the right knee joint with the handle in question. To place the femoral component, the handle in question was connected to the femoral impactor and struck. However, the tip of the handle in question was damaged during the process. Since it could not be connected to the femoral impactor, another device was substituted. It was thought that deterioration over time was the cause. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that on (B)(6) 2024, the patient underwent the surgery via tka for the right knee joint with the handle in question. To place the femoral component, the handle in question was connected to the femoral impactor and struck. However, the tip of the handle in question was damaged during the process. Since it could not be connected to the femoral impactor, another device was substituted. It was thought that deterioration over time was the cause." The product was returned to depuy synthes, evaluation of the physical device revealed that the tip of specialist*2 universal handle fractured from the distal square-to-circular section tip. The device interaction allegation can be attribute to broken condition of the tip. The square-to-circular section tip are not meant to be disassemble. Additionally the overall appearance of the device is worn most likely for the use and service through the years. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the specialist*2 universal handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "it was reported that on (B)(6) 2024, the patient underwent the surgery via tka for the right knee joint with the handle in question. To place the femoral component, the handle in question was connected to the femoral impactor and struck. However, the tip of the handle in question was damaged during the process. Since it could not be connected to the femoral impactor, another device was substituted. It was thought that deterioration over time was the cause." The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation revealed that the tip of specialist*2 universal handle fractured from the distal square-to-circular section tip. The device interaction allegation can be attribute to broken condition of the tip. The square-to-circular section tip are not meant to be disassemble. Additionally the overall appearance of the device is worn most likely for the use and service through the years. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the specialist*2 universal handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "it was reported that on (B)(6) 2024, the patient underwent the surgery via tka for the right knee joint with the handle in question. To place the femoral component, the handle in question was connected to the femoral impactor and struck. However, the tip of the handle in question was damaged during the process. Since it could not be connected to the femoral impactor, another device was substituted. It was thought that deterioration over time was the cause." The product was returned to depuy synthes, evaluation of the physical device revealed that the tip of specialist*2 universal handle fractured from the distal square-to-circular section tip. The device interaction allegation can be attribute to broken condition of the tip. The square-to-circular section tip are not meant to be disassemble. Additionally the overall appearance of the device is worn most likely for the use and service through the years. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the specialist*2 universal handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.